Event description:
Customer was admitted to hosp for low blood glucose. Customer's husband was not able to wake her up so he called emergency medical services. Customer was in a coma for a couple of days and does not remember any events that lead to her low blood glucose. Customer was unable to troubleshoot.